Event description:
Device 1 of 3. Reference MFR report: 3006705815-2019-00769; reference MFR report: 3006705815-2019-00770. Follow-up information indicated reprogramming was able to resolve the issue. Reportedly, patient is receiving successful stimulation.